Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's grandmother reported via phone call that the customer's blood glucose readings have been 590 mg/dl and 550 mg/dl. Customer has changed the pump 4 times. Customer's blood glucose was 500 to 550 mg/dl at the time of the incident. Customer's current blood glucose is 589 mg/dl. Customer had the following symptoms related to the high blood glucose: vomiting, lethargy, and stomach pains. Customer is treating with manual syringes. Caller stated that they have contacted the customer's health care professional regarding the unexplained high blood glucose. Caller stated that she found tiny bubbles but very few along the tubing length. Caller stated that the insulin is kept in the refrigerator. Customer is unable to remove the set at this time. Customer was advised to do a complete set change. Customer will be shipped a tubing clamp and replacement infusion sets and reservoirs.